Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the blood glucose levels were above 250 mg/dl but below 500 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a call service 064 alarm was verified in the pump's black box and history. No alarms were observed during the pump's investigation. The pump was able to complete the prime steps with no issues. The pump was tested for 24 hours with no alarms occuring. No internal defects were found when the pump was opened for investigation. Unrelated to the call service alarm, the battery compartment was cracked from the threads to the case seal.